Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that she was trying to change the infusion set when the insulin pump alarmed no delivery. The customer stated that she changed the infusion set and successfully completed the priming process. The customer's blood glucose was 187 mg/dl. Troubleshooting could not be done because the alarm was a past event. Nothing further reported.